Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was 120 mg/dl. The customer stated that the insulin did not alarm "no delivery" when the cannulas were bent/crimped. The customer did not have a tubing clamp to perform the high pressure test, and she will call back when he has the clamp available. No further info was provided.